Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg failed to establish communication with external devices. Reportedly, patient has significant soft tissue which was associated with difficulty charging the device. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.